Manufacturer narrative:
(B) (4). (B) (4). Patient selection. Device #2: part #14679-02, lot #87006-6h, is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device issue: resistance during thumb advancer stroke and clip failed to deploy. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose device attempted arteriotomy closure of a heavily calcified femoral artery after an interventional procedure. Reportedly, resistance was felt during advancement of the thumb advancer, resulting in the clip not deploying. The safety release mechanism was used to remove the device. A second starclose se device was used with the same results. The safety release mechanism was used to remove the device and hemostasis was achieved using a third starclose se device. There were no reported adverse pt effects. Though requested, no additional info was available.